Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer was in emergency room in past due to unknown reason and did not want to gave information again. Customer¿s blood glucose was 53 mg/dl. The customer also reported other blood glucose values such as 123 mg/dl, 400 mg/dl, 272 mg/dl, 69 mg/dl. The customer treated for low blood glucose with juice and glucose tablets. The customer was reported that the insulin delivery was not suspended. Customer did not want to troubleshoot for low and high blood glucose level. The insulin pump will not be returned for analysis.